Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record device history lot part # 311.01, synthes lot # ft00525, supplier lot # ft00525, release to warehouse date: 14 jun 2017, supplier: (B)(4), no ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary background it was reported that on may 10, 2019, during routine incoming inspection of loaner kit, a handle with mini quick coupling and a 2.4mm stardrive screwdriver shaft were stuck together. The screwdriver shaft could not be removed from the handle. There was no patient involvement. This complaint involves two (2) devices. Service & repair evaluation the customer reported that the handle with mini quick coupling and a 2.4mm star drive screwdriver shaft were stuck together. The screwdriver shaft could not be removed from the handle. The repair technician reported that they were stuck inside. Coupler damaged is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation flow (device interaction/functional) visual inspection the handle with mini quick coupling (p/n 311.01 lot ft00525) and 2.4mm stardrive screwdriver shaft (p/n 314.451 lot l605696) were returned and received at us cq disassembled. The screwdriver shaft was not observed to be jammed/stuck in the handle with mini quick coupling. There were no visual issues or defects observed with the handle with mini qc in its assembled state. The handle with mini qc cannot be disassembled, thus, visual inspection of the internal coupling mechanism features cannot be performed. Functional test the first functional test was performed on just the handle with mini qc by retracting and releasing the locking sleeve. The locking sleeve was able to function as intended. A second functional test was performed by assembling the returned screwdriver shaft and handle with mini qc. The handle was able to accept and lock the screwdriver shaft, however, it was unable to accept and lock the screwdriver¿s full qc length. The handle with mini qc was able to release the screwdriver. Can the complaint be replicated with the returned device(s)? The complaint cannot be replicated as the handle with mini qc was able to release the screwdriver shaft and the two parts were received at us cq disassembled. Device failure/defect identified dimensional inspection dimensional inspection was not performed as the internal coupling mechanism and its relevant features cannot be accessed as the handle with mini qc cannot be disassembled. Dimensional inspection of the assembled handle is not relevant to the complaint condition since the device failure is within the coupler. Document/specification review handle w/mini quick coupling 311_01 rev w to y ¿ manufacture to current revision body sub-assy e2051 rev h ¿ manufacture and current revision. This complaint is confirmed. Service & repair evaluation reported that the screwdriver shaft could not be removed from the handle. The repair technician reported that the two parts were stuck. Investigation conclusion the complaint was confirmed for the handle with mini quick coupling (p/n 311.01 lot ft00525) as the returned stardrive screwdriver shaft was jammed/stuck inside the coupler during evaluation at service & repair in monument. The repair technician reported that the screwdriver shaft could not be removed from the handle. The two parts were received at us cq disassembled. During functional testing, the handle was able to accept and lock the screwdriver shaft, however, it was unable to accept and lock the screwdriver¿s full qc length. It is possible that the two parts were initially jammed/stuck but disassembled by unintended/excessive forces between the time the parts were evaluated at service & repair in monument and arrival at us cq (i.e. Transit), damaging the internal coupling features and the coupler. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined for the reported complaint condition, alternatively, it is possible that the coupler was already damaged, from possible unintended forces such as dropping the instrument on the floor, and the user tried to forcefully insert the stardrive screwdriver shaft to its full qc length in the coupler, jamming the two devices together. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during routine incoming inspection of loaner kit, a handle with mini quick coupling and a 2.4mm stardrive screwdriver shaft were stuck together. The screwdriver shaft could not be removed from the handle. There was no patient involvement. This report is for one (1) handle with mini quick coupling this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: concomitant medical products; device manufacture date. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.